Manufacturer narrative:
Investigation summary: the device was visually inspected and reddish material was found inside the pebax. No internal parts were observed exposed. Then, a deflection test was performed and it was found within specifications. The catheter was deflecting correctly. Additionally, a scanning electron microscope (sem) testing was performed on the pebax area and the results showed evidence of mechanical damage, stress marks and a hole on the pebax surface. It is possible that the damage was caused by an unknown object. No other anomalies were observed. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer complaint cannot be confirmed. The root cause of the damage on the pebax cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent a cavotricuspid ishmus (cti) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster, inc. Product analysis lab found a hole on the surface of the pebax. Initially it was reported that after the pulmonary vein isolation, when ablation was conducted for cti, the catheter could not be deflected as intended. The issue was resolved by changing the catheter. The procedure was completed without patient's consequence. The deflection issue was assessed as not reportable. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event, is remote. The biosense webster, inc. Product analysis lab received the product on january 18, 2019 and found reddish material in the pebax sleeve with no internal parts exposed. This issue was assessed as not reportable. Foreign material was found underneath the pebax. However, there was no damage to the pebax integrity that could cause the foreign material to travel into the blood circulation. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. During additional assessment on february 5, 2019, the scanning electron microscope (sem) testing showed evidence of mechanical damage, stress marks and a hole on the surface of the pebax. The product analysis lab analysis showed that the integrity of the catheter was compromised. Therefore, the hole has been assessed as a reportable issue. The awareness date of this record is february 5, 2019 as this is the date that biosense webster, inc. Became aware of the hole on the pebax.